Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00683 0001825034-2023-00684 0001825034-2023-00685. Report source: australia. The device will not be returned for analysis. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient's primary knee was revised due to infection. During the first stage of a planned two stage revision procedure, all of the attune primary components were removed. The patient's knee was then thoroughly irrigated and debrided. Temporary surespace antibiotic spacers were then implanted. Doi: (B)(6), 2022. Dor: (B)(6), 2023. Affected side: right knee